Manufacturer narrative:
No unexpected rewind anomalies were noted. The pump passed the functional tests, and was received with all operating currents within specification. The pump had intermittent button response on the esc and down arrow buttons due to moisture damage on the keypad traces noted. The pump had minor scratches on lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the button was working intermittently. The customer's blood glucose was around 30 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.